Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 00002539 and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the patient experienced vessel perforation that required prolonged pressure to stop the bleeding. After the procedure, the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was removed from the patient and the bleeding did not stop. The physician told us that the sheath seemed to have penetrated through the artery into the vein. The physician managed the situation by applying prolonged pressure to stop the bleeding. The patient is not affected at this time. The physician commented that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was not the cause of the problem, but it could happen from time to time. There were no errors or abnormalities with the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small during the procedure, and the procedure itself was completed without problems. Additional information was received on 19-jun-2024. The physician¿s opinion on the cause of the adverse event was procedure related. The outcome of the adverse event was improved. Additional information was received on 25-jun-2024. Patient fully recovered, with no brain damage. The patient has discharged from the hospital as scheduled and did not require extended hospitalization.